Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were using their communicator and it "zapped". Pt decided to charge it and when the battery light was green they unplugged it and attempted to turn it on but it would not turn on. Patient services (ps) had patient hold down communicator power button for several seconds and none of the lights of the communicator would turn on. Ps also confirmed the communicator was fully charged to its green light prior to it not fully working anymore. Ps confirmed patient would regularly use their communicator every few weeks and charge it accordingly once the battery was running low. Repair was emailed about new communicator. Additional information received from the patient on 2021-dec- 01 reported the internal communicator zapped them and the external battery would not longer charge to turn it back on with hand communicator. The communicator was replaced and the reported issue was resolved. They return the communicator to the doctor's office to deliver to rep.

Event description:
Additional information was received from the patient. They reported that the patient felt an electric shock. They gave an example of "when you rub up against something or put your tongue on a 9 volt battery". It was an issue with the communicator.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.